Manufacturer narrative:
Analysis found a full breach outer insulation degradation noted at 4.5 cm, 13.5 cm, 15.5 cm , 16.2 cm and 20.8 cm from the connector boot. An external insulation breaching the outer insulation was also found 7.8 cm to 7.9 cm distal to the suture sleeve tie mark which is consistent with friction to another implanted device or feature of the patient anatomy. The cause of the reported event was due to the exposure of the outer coil at the degradation and abrasion zones. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-02451. It was reported that the right ventricular lead and right atrial lead exhibited over-sensing during left arm movement. The right atrial lead and right ventricular lead were explanted and replaced. There were no patient symptoms reported.